Manufacturer narrative:
The severity was changed to a malfunction as the reported lot is on the recall list. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that they could not pass the spring wire guide (swg) through the catheter during placement. There were no patient complications reported.